Manufacturer narrative:
(B)(4). Batch #: r9446t. Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand piece and tested on a gen11. The device was functional passed the pre-run test and worked as intended. The device did activate. The instrument was disassembled to inspect the internal components and it was noticed that the blade sheath was missing. It is possible that the missing blade sheath contributed to the reported issue. The preliminary investigation into the missing sheath issue has identified our manufacturing process as the possible cause. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the scalpel could not pass the pre-run test. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.